Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced their chest thump sometimes while lying on their right side at night. It was noted that the patient had diaphragmatic stimulation during provocative maneuvers and device adjustments. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.